Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient experienced bleeding on the insertion site which occurred the same day the sensor has been inserted in the arm. 15 minutes after applying the sensor it started to bleed. The patient applied pressure, but after 30 minutes the bleeding had not stopped. The patient went to the emergency room and stitches were placed to stop the bleeding. There was no treatment reported. There were no other symptoms reported. At the time of the report the patient was stable. No other details were documented. Photo was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined via photographic inspection. No additional patient or event information is available.